Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, it was noted that the device entered backup vvi mode due to event queue overflow. The patient presented in clinic and the device was reprogrammed to resolve the event. The patient was stable.